Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. Impaction marks were observed on the shaft and striker plate of the universal impactor/positioner. There was some damage on the threaded tip of the device. Dimensional inspection: not performed as the event is not related to the dimensions of the device. Functional inspection: the striker plate (pn: 2101-0133) could easily be unthreaded from the handle shaft (pn 2101-0202). The pellet (p/n: 9000-0-132) showed signs of damage, consistent with disassembly of the striker plate. The handle (pn: 9000-0-131) could also be disassembled from the handle shaft. It is likely the final cup impactor was disassembled for cleaning. It is noted that disassembly for cleaning/sterilization is not required. Conclusion: the investigation determined the user likely disassembled the device for cleaning. A review of the instructions for cleaning, sterilization, inspection and maintenance, lstpi-b, version 2, indicated disassembling the device for cleaning is not necessary. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Cup impactor pommel would unscrew from the handle when impacting cup handle. Dr. Complained that it was an annoyance, but he used different expression.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Cup impactor pommel would unscrew from the handle when impacting cup handle. Dr complained that it was an annoyance, but he used different expression.